Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient¿s adp luer lock adapter disconnected from a third party solution bag during peritoneal dialysis therapy resulting in a fluid leak. Leading up to the event, the patient received an m31 air detected in cassette warning message during dwell three of three of therapy. It was during troubleshooting with a technical support representative, that the patient realized their supplies had become disconnected. There was a visible amount of fluid on the floor near the disconnected components. The patient cancelled their treatment and removed their supplies. The cassette compartment of the cycler was dry when the cassette was removed. The patient was advised to notify their peritoneal dialysis registered nurse of the event. The patient was able to complete their therapy using manual supplies. There was no patient injury or medical intervention required as a result of the event. The patient was provided prophylactic medication as a precaution following the event. The supplies used at the time of the incident had been discarded. It was reported that the patient has been able to continue with peritoneal dialysis therapy on the cycler without complications. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.